Manufacturer narrative:
UDI related data quality updates only.

Event description:
It was reported that a patient was transferred to their department due to acute left heart failure, acute respiratory failure, acute upper gastrointestinal bleeding, and severe anemia. The patient had obvious chest tightness, dyspnea, and shortness of breath. The monitored oxygenation index and finger pulse oxygen were both low, so the patient was admitted to the hospital on (B)(6) 2023. At 05:40 on (B)(6), the doctor gave him a tracheal intubation and a ventilator to assist breathing. Preoperative routine checks showed that the air bag had no leakage. The nasotracheal intubation process was smooth. After the intubation was successful, it was found that the air bag was not inflated successfully. The nasotracheal tube was replaced immediately. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: no product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.